Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient with cough upon arrival. There was no additional patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/05/2018. A review of the device history record confirmed the lot passed finished goods release criteria. The results from retain cartridge testing of chem8+ cartridge lot h17316 met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure for suppressed results and points outside total allowable error (ea) for all analytes except ica. This is a previously identified deficiency and is being investigated under (B)(4).